Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed because he was experiencing recurring incontinence due to erosion. At the bulbous urethra. The erosion was treated by placing a catheter. An aus device consisting of a 5.0cm cuff, 61cm balloon and control pump were implanted.